Event description:
A customer reported that during vitrectomy surgery an ophthalmic operating forceps tip was not opening.there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The samples are received with inner blister, outer blister and cover foil showing the lot information. From one device was only the cover foil received without sample or blister. The samples show no macroscopic signs damage. The samples show signs of surgery residues and are returned in a closed status. The samples were visually inspected with the aid of a photomicroscope with various magnifications. The samples were functionally tested. It was noticed that the forceps get stuck in a closed status. The forceps only can get open again by pushing the shaft manually down. As the blisters was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. The customers complaint is confirmed. It cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event could not be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).